Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter facility name: (B)(6). E1 - initial reporter city: (B)(6). G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 16mm proximal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft and tip of the device. This concludes the product analysis.

Event description:
It was reported that balloon burst occurred. The 85% stenosed target lesion was located in the mildly tortuous and non-calcified posterior tibial artery (pta) left hand. A 10.0 x 40, 75cm mustang was advance for dilation. However, during the procedure, it was noted that the balloon burst before it was inflated to the nominal burst pressure. The device was removed without any problem using the normal method, and the procedure was completed with another of the same device. The patient was in good condition post-procedure.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - (B)(6).

Event description:
It was reported that balloon burst occurred. The 85% stenosed target lesion was located in the mildly tortuous and non-calcified posterior tibial artery (pta) left hand. A 10.0 x 40, 75cm mustang was advance for dilation. However, during the procedure, it was noted that the balloon burst before it was inflated to the nominal burst pressure. The device was removed without any problem using the normal method, and the procedure was completed with another of the same device. The patient was in good condition post-procedure.